Manufacturer narrative:
With concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735843. A medtronic representative went to the site to perform a system checkout. The cable was replaced. (B)(4) are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an optical procedure. It was reported that the system was intermittently giving a "localizer disconnected" error message. Additional procedure information is unavailable at this time. A manufacturer representative has already checked the cable and is unable to reproduce the problem. Additional information was provided stating this was a tumor resection procedure. The procedure was delayed by 20 minutes. There was no impact to patient outcome.